Manufacturer narrative:
(B)(4). The lot was manufactured august 30, 2014 - august 31, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. It was filled with 3306 mg of fluorouracil. It was supposed to infused over 46 hours, but infused in 27 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.